Event description:
It was reported to philips that the external plate handle was found to be damaged. There was no patient involvement. The customer worked with the technical support representative. The customer requires a paddle set for replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the external paddles, the replacement for which was ordered to customer. The customer to install paddles. The device remains at the customer site and no further evaluation is warranted at this time.